Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Not available.

Event description:
Postoperative diagnosis: femoral component loose. All components revised.

Manufacturer narrative:
Reported event: an event regarding loosening of an abg ii stem was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, hispathology reports, operative reports, xrays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Postopertive diagnosis: femoral component loose. All components revised.